Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there was a power loss on the whole campus in the hospital. At the time of the power loss, there was a pulmonary artery injury that led to bleeding. The ability to control the bleeding was complicated by the loss of power to the hospital. The power reportedly went off and on 3-4 times in a span of 15 minutes and a system restart was impossible. At least 2 of 3 instruments were holding vessels and surrounding tissue. Instrument removal and undocking was not possible without endoscope view. Per the initial reporter, converting to an open procedure was not possible without removing the arms and instrument as the workspace was in the thoracic cavity. After 15 minutes, the site was able to restart the system. The camera was found to be dipped in blood. The surgical staff performed blind suctioning of blood and ultimately, they were able to regain view of the surgical field again. The surgeon was able to take care of the bleeding artery and complete the case robotically. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the bleeding occurred from the intraparenchymal branch of the pulmonary artery. There was a laceration injury to the artery while the surgeon was using a curved bipolar dissector instrument. However, the surgeon indicated that the instrument was not responsible for the bleeding. The surgeon stated that the cause of the bleeding was due to inflammatory changes in the interlobar area. It is unknown what surgical task the surgeon was performing when the vessel injury occurred. The bleeding was controlled by the application of compression just before the power loss occurred. According to the surgeon, the blood loss related to the event was no more than 200 ml. The patient did not require a blood transfusion. Per the surgeon, the power loss in the hospital lasted for about 30 seconds and occurred about 45 minutes into the procedure. At that time, a cadiere forceps instrument and a curved bipolar dissector instrument were holding tissue. There was no unexpected movement of the instruments or system arms that caused the bleeding. There was a backup generator in the hospital. The surgical staff was able to restart the da vinci surgical system. There were no reported post-operative complications. Isi followed up with the clinical sales representative (csr) and obtained the following information: the building in which the ors are located in is very old and the site only has 3 dedicated power outlets for anesthesia, light and high frequency generators(monopolar/bipolar energy).

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative bleeding can be attributed to anatomical factors. Per the surgeon, the cause of the bleeding was due to "inflammatory changes in the interlobar area." There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. The case was reviewed by an isi technical support engineer and the following information was obtained: since it was 2 different systems and 2 different rooms, it is more likely a hospital power issue rather than a system or setup issue as defined by the complaint details. The backup battery provides a limited time to undock the system from the patient using power at the patient side cart (psc) only. Undocking means to remove the docked (attached) arms arms from the patient under power assistance. The backup battery only supplies the psc and does not allow undocking under the visualization of the endoscope. The surgeon will have to undock without visualization with the da vinci system. If the hospital has a full backup generator that is internally connected to the hospital power supply, it will allow continuous operation of the system but many hospitals do not have full back up power generator systems. When the power supply turns on and off, technically system restart is not impossible. The inability to restart in these cases may have been a clinical reason. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, except for the endoscope, a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, there was a power loss on the whole campus in the hospital. The power loss occurred after a intraparenchymal branch of the pulmonary artery was injured. Also, prior to the power loss, the surgical staff was able to control bleeding from the injured vessel with the application of compression. Suctioning was also performed. The surgical staff was able to restart the system and complete the procedure robotically. It is unclear what other medical intervention, if any, was performed due to the vessel injury. Although the surgeon attributed the vessel injury to ""inflammatory changes in the interlobar area," it is unclear as to what extent (if any) the da vinci surgical system may have contributed to the intra-operative complication. Blank MDR fields follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available.. Fields g5 and g7 are not applicable.